Manufacturer narrative:
The investigation discovered bent vessel locator wings. The prolapsed vessel locator wings were consistent with distal forces being applied that prevented the vessel locator wings from proximally folding into the tube set. This condition could create device removal difficulty after deployment. No malfunction was detected and we were not able to determine the root cause based on the investigation findings. Review of the device history record for this lot did not produce any findings relevant to this investigation.

Event description:
It was reported that a trained physician completed an arteriotomy closure using the starclose device after a diagnostic procedure. After the clip was successfully deployed the device became stuck and the physician used counter-traction and pulled the device from the arteriotomy. Hemostasis was achieved with the clip. There was no pt injury reported. No add'l info available.